Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the manifold valve is stuck. Additional details state on start up, would not alarm.